Manufacturer narrative:
Patient sex added. Lot number updated as unknown.

Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system intended for use in treatment, has not been returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided,t2 deployed prematurely. An exact root cause cannot be determined with confidence without the return of the device, however, factors that could have contributed to the reported event include: bending of the delivery needle. Advancing the trigger twice during deployment of t1. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a procedure, the surgeon passed t1 as in the technique of the product and t1 was placed. When t2 was going to be used, this was not possible because it was already outside. Backup device was available to complete the procedure. A delay more than 2 hours was reported. No patient injuries were reported.